Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with high o2 supply pressure alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Corrected. The biomed states that the issue was the regulator on the h tank that was faulty. No problem with the unit.

Event description:
The customer reported that the ventilator alarmed with high o2 supply pressure alarm. Per biomed, the unit was not in use on patient.